Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported occlusion alarms occurred. The customer declined to provide additional information regarding the issue. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer overfilled the cartridge. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.